Event description:
During verification testing at the manufacturing facility, the tubing was found separated from the option-lok male adapter of the tubing set.

Manufacturer narrative:
During testing, a tubing separated from the option-lok male adapter. The possible causes were inadequate solvent application of the solvent dried prior to insertion of the tubing into the option-lok male adapter. This report represents all the information known by the reporter upon query by hospira personnel.